Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was over 500mg/dl and was treated with a bolus via the pump and a manual injection.